Event description:
Ileostomy closure leak, abscess. The pt underwent clsure of ileostomy in 2000 where pt received one sheet of seprafilm at closure. Pt was admitted to a local hospital in 2000 with increasing abdominal pain and decrease in bowel sounds and output. X-rays showed free air and peritonitis. The pt was also dehydrated. The pt was taken to the or, a leak at the previous ileostomy closure site was noted and had sealed itself into an abscess, also intra-abdominal adhesions were noted on the or report. The surgeon does not feel that this was a true abscess and that it was caused by the leak. The surgeon assessed the leak as possibly related to seprafilm. The pt was given another temporary ileostomy to be closed in three months. The pt recovered well.